Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the right atrial lead exhibited high capture thresholds. All other electrical measurements were stable. The patient was asymptomatic. The lead was explanted and replaced. The patient was fine after the procedure.